Event description:
The manufacturer's representative reported that the patient has been to the emergency room several times for unconfirmed "overdose and withdrawal symptoms." The patient has reported experiencing symptoms including extreme dizziness, passing out, elevated blood pressure, breathing difficulties requiring multiple office and visits to the emergency room with readjustment of pump settings in addition to prescription of oral medication. Attempts to verify the events with the hcp have been unsuccessful. The manufacturer's representative reported that the patient is anxious regarding symptoms; rep has not actually witnessed symptoms other than sweating. A roller study was performed and the rotor moved slightly, but not 90 degrees. The patient was told that issue could be normal end of life. The pump has been implanted approximately 56 months. The pump contains morphine 65 mg/ml at a daily dose of 7.6 mg; clonidine may also be in the pump - concentration and dose are unknown. The manufacturer's representative reported that at refill, the actual reservoir volume was 6.5 mls; expected reservoir volume was 8.3 mls. Previous week, actual reservoir volume was 7.5 mls; expected volume was 9.8 mls. The patient was noted to be diaphoretic, but otherwise not reporting pain. The patient has been prescribed oral ms mg/day of morphine; clonidine concentration was increased to 60 mcg/ml. The pump may need to be replaced , but the hcp believes it is delivering what is should. The rep reported that the pump may slow down at times, such as during a dye study, perhaps due to particulate matter from high concentration of morphine.

Manufacturer narrative:
Additional information from patient indicates that the pump and the catheter were checked; the patient reports that the surgeon found 3 holes and a kink in the catheter which had migrated to t12/1 (original position not reported) and almost pulled out ot the spine. The patient also reports that the pump was moved from the left to the right side and has noted that the left hip and leg pain noted since implant have been relieved. The surgeon indicted to the patient that the pump was causing pressure on the dermatomes and nerves. Same as manufacturer's report #: 6000030200601849.